Event description:
A customer reported experiencing a continuous glucose monitor (cgm) error, specifically cgm error 42. There was no adverse impact to the customer's blood glucose level. The customer was assisted by technical support, who provided guidance on performing a pump reset. After following these instructions, the customer was able to successfully start their sensor session without further issues.